Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to ensure the pump was not connected to a power source and to press the button firmly, which resolved the issue as the button functioned as intended.